Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20282, reference MFR. Report# 1627487-2015-20283, reference MFR. Report# 1627487-2015-20284. It was reported the patient stated experiencing discomfort at the lead site due to the leads being superficial. However, the x rays revealed no anomalies with the leads position. Subsequently, the scs system was explanted. The patient had four leads. Three of them were off-label (two were occipital of model # 3166 and one was peripheral of model # 3163).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.